Manufacturer narrative:
This report is for an unknown fns plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for femoral neck fractures (fracture category: garden 4) by using the femoral neck system (fns) implants. During the surgery, due to anesthesiology¿s inconvenience, the surgeon tried osteosynthesis surgery for fixation. The surgery was completed without any delay. After the surgery, it was confirmed that fracture reduction had been displaced and cut-out was about to occur. Per surgeon patient has dementia and although patient was instructed to non-weight bearing, the patient walked and as a result the displacement occurred. Fns was removed and total hip arthroplasty (tha) was completed successfully on (B)(6) 2020. No further information is available. Concomitant devices reported: fns bolt (part # unknown, lot # unknown, quantity 1); fns antirotation screw(part # unknown, lot # unknown, quantity 1); locking screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown fns plate. This is report 1 of 4 for complaint (B)(4).